Event description:
The site called and reported visualizing either paper or lint inside the syringe. Visual inspection of the syringe prior to use prevented the syringe from being used for a patient procedure.

Manufacturer narrative:
Bayer r and I received and examined the returned syringe assembly on (B)(4) 2013. Visual examination confirmed the presence of a plastic particle in the fluid path. The particle, which was approximately 11.00 x 4.00 mm, was detected in the neck of the syringe after being removed from the syringe kit. The product analysis report concluded the possibility that the particle could be injected into a patient if not detected. The qwik-fit syringe instructions for use instructs the customer to "visually inspect contents and package before each use." Visual inspection of the product prior to use prevented the syringe from being used for a patient procedure.